Event description:
The product was used during a thoracoscopic lung resection procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.